Event description:
The customer reported, that while the central station was in use monitoring patients along with ambulatory telepacks, the central station locked up. Power was recycled, but several hours later, it locked up again. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the central station. The unit was tested to factory specification. It functioned normally and was returned to use.